Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings and that the customer received a continuous glucose monitor error 42. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy. It was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue. The customer's blood glucose level was 131 mg/dl.